Manufacturer narrative:
(B)(4). A companion sample is available and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The care giver (cg) stated that they just started using two drain bags a few days ago. The technical service representative (tsr) had her try to remove the y set, but it would not come off the drain line. The cg would start over with new supplies. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg confirmed she had problems disconnecting the y set from the drain line, but could not determine why. The cg stated she had the same problem with the next few y sets she used, so did not continue to use them. The cg advised that she was able to resume therapy successfully with new supplies, but did not use a y set to drain. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed. The returned samples were evaluated and no issues were noted. The root cause was undetermined. A batch review was performed with no issues noted.